Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was transplanted unrelated to the event. During the operation of the pump an increase in power was observed, so upon transplant the hospital staff requested that the pump be evaluated for suspected thrombus.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.